Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range shock impedances greater than 125 ohms. Another rv lead was successfully implanted. No additional adverse patient effects were reported.